Event description:
Instrument is damaged. Discovery was made by sterile processing. Instrument was not used in surgery. No missing pieces.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device found a broken condition and a crack in the impactor. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.